Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 400 mg/dl and a bolus via the pump was delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin was administered and elevated bg was resolved. Customer was discharged (date could not be recalled by customer) with no permanent damage. Customer alleged event was related to pump or supplies; however, was not sure of the cause. There were no issues observed with the cartridge or infusion set. Customer had changed out supplies and resumed insulin delivery.